Manufacturer narrative:
Additional information: section d4 (expiration date) & h4 (device mfg date) were updated based on an extended investigation. The date of incident entered in section b3 is based on the customer report of "from 09/05/2021 to 09/06/2021 about 1 am". Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor kit was reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the freestyle libre 2 sensor detached prematurely on the fourth day of wear and was unable to obtain scan readings. The customer became hypoglycemic, experiencing a seizure, sweating and disorientation, and required the treatment of juice provided by a third party. Ambulance was called, however no further treatment was provided as customer was determined to be stable. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded therefore physical investigation of product is not anticipated. Extended investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of all required investigation activities. The date of incident entered in is based on the customer report of "from (B)(6) 2021 to (B)(6) 2021 about 1 am". The device mfg date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the freestyle libre 2 sensor detached prematurely on the fourth day of wear and was unable to obtain scan readings. The customer became hypoglycemic, experiencing a seizure, sweating and disorientation, and required the treatment of juice provided by a third party. Ambulance was called, however no further treatment was provided as customer was determined to be stable. There was no report of death or permanent injury associated with this event.